Event description:
Report rec'd from (B)(6), that the device had damage to the hose. It is unk if the device was used in surgery. It is unk if injuries were reported. It is unk if medical intervention was reported. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).